Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional product codes: dzl and hwc complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 product was received with 2 screws in 1 baggie. There was no patient involvement. Concomitant product: unk - screws: trauma(part# unknown, lot# unknown, quantity# 2). This report is for one (1) 2.7mm cortex screw self-tapping 32mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d3, 10, h3. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil monument which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on 2.7mm cortex screw self-tapping 32mm. The affected part was returned to the monument manufacturing site. Visual analysis of the product revealed that the 2.7mm cortex screw self-tapping 32mm contained two pieces in the sealed packaging instead of the stated label quantity of one piece. The package had no visible damage or holes. The dimensional inspection was not performed since it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 2.7mm cortex screw self-tapping 32mm. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the 2.7mm cortex screw self-tapping 32mm confirmed that the package contained two screws instead of one. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 11-may-2022 part number: 202.832, 2.7mm cortex screw self-tapping 32mm lot number: 819p286 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, mill threads / flute/ final inspection, met all inspection acceptance criteria. Packaging label log (pll) lppf rev d, lmd rev a was reviewed and determined to be conforming. A total of 237 labels were printed. 232 labels were used on product; 1 label was used on the pll and 4 labels were destroyed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿product was received with 2 screws in 1 bag¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.